Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation as it is pending evaluation. A supplemental MDR will be submitted once product evaluation is complete.

Event description:
The explanted device was replaced with a mechanical valve. At the end of the intervention patient was in sinus rhythm having satisfactory hemodynamics and diuresis. Patient was discharged home at pod+15.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after four (4) years, five (5) months due to stenosis. As reported, the leaflets were a bit rigid and there were some pannus below the valve. However, the reason of failure is unclear. No additional details were provided.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform distortion around the valve, and commissures 1 and 3 bent. Calcification was observed near leaflets 1 and 2, however were located on the host tissue. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Host tissue formed a ring around the inflow aspect of the valve and led to stenosis. Host tissue on the stent circumference was minimal at the outflow and inflow aspect. Serrated markings were observed on leaflets 1 and 2 near commissure 2. The sewing ring was cut out around the valve. The wireform was exposed on commissure 3 and near leaflet 1 at the inflow aspect. Customer report of stenosis was confirmed. Calcification tissue valves, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Host tissue formed a ring around the inflow aspect of the valve and led to stenosis. Based on the information received cause cannot be conclusively determined; however, patient factors may have contributed to the event.